Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose reading was 424 mg/dl. Troubleshooting was performed. Customer's blood glucose reading came down to 317 mg/dl after treating via insulin pump. The insulin pump will not be returned for analysis.